Event description:
N/a.

Manufacturer narrative:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit shutdown. Getinge field service engineer (fse) patient involved. No patient harm. Patient demographics asked but unknown. Maryland express care, while transporting patient from (B)(6) medical center, (B)(6) to (B)(6) medical center, (B)(6), via ambulance indicated subject unit shut down. (B)(6), maryland expresscare management representative, is the local point of contact, (B)(6). Other than aforementioned, unit working as intended. Reported onsite on. Falls had fully recharged batteries, by my arrival time onsite. Upon initially testing unit, successfully completed a simulated treatment with testing catheter and trainer without issue. Unable to replicate user complaint. In reply to inquiries, falls indicated patient transport took place from approximately 0530-0800 hours. One way trip between locations 2.5 hours. Power activity log, attached for reference, indicates, at around 0530 hours, when transport commenced, batteries 1 and 2 at 88% and 15%, respectively. Between 0612-0618, unit shut down, as power activity log shows "system power on" without "system power off" before it. By this time, battery 1 and 2, at 74% and 16% respectively, as shown in the power activity log. In reply to inquiries, transport personnel indicated battery 2 showed "x" on the screen, as normally intended for a fully depleted battery. Battery latch also turned sideways partially locking battery 1 in place. Is unclear whether battery 1 partially dislodged during the transport while being partially docked. Noteworthy, transport personnel took hospital cart with console for the transport. Transport crew plugged in hospital cart during the transport. Power activity log shows power status changes between bulks and battery 1, the only battery with charge, during the transport, thus potentially pointing to power fluctuations. Falls indicated the ambulance inverter has shown power fluctuations in the past, as witnessed by ambulance personnel for that particular ambulance. For testing purposes, plugged in calibrated getinge safety analyser into another express care ambulance that has the same inverter type. Physically identified safety analyser reading 119 volts when first plugged in, with power momentarily cutting off or flickering, going down to 117 with the ambulance turned on with various equipment turned on - thus having a bigger electrical load on the ambulance. In regards to power fluctuations, the power activity log shows by 0727 hours, battery 1 went down to 37%, with power fluctuations potentially disallowing unit to charge batteries, which may explain battery one losing charge while plugged in. While onsite, successfully completed battery runtimes on battery 1 and 2 at 60 minutes each without issue. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h11 **UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
It was reported that while transporting patient via ambulance, the cardiosave intra-aortic balloon pump (iabp) unit shutdown. It was a one way trip between locations of 2.5 hours. Transport personnel took the hospital cart with console for the transport. Transport crew plugged in hospital cart during the transport. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.